Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 381412, batch#: 4123600. It was reported that the bd insyte autoguard yel 24ga x .75in needle retraction was slow. The following information was provided by the initial reporter: verbatim: needle is retracting slow or not retracting at all on insyte autoguard. Additional information provided: 1. Can you share any physical sample or photo if available for investigation? If yes, please provide the address of the facility for us to ship the return label? See video of delayed retraction. Randy (our rep) was in the room and witnessed the product issue. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Reports of safety risk regarding needle sticks if needle didn¿t retract for inserter, and multiple attempts by inserters due to believed failure of device.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of slow needle retraction was confirmed; however, the root cause of the complaint could not be determined from the video that was provided for investigation. The video showed an insyte autoguard needle with the IV catheter in place. Once the safety mechanism was activated, the needle fully retracted; however, the retraction time exceeded the specification limit. Without the physical sample that was shown in the video, the root cause of the slow retraction could not be identified. Due to a trend of slow retraction complaints, a CAPA was opened to address this issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.